Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel sds in two pieces with stent. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 77cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination revealed numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that shaft kink occurred. After a 7fr guide catheter was advanced, a filterwire crossed the lesion. Then a 24x4.00 rebel stent was advanced however the stent delivery system catheter somehow "buckled". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube break.